Manufacturer narrative:
Customer returned meter. During initial diagnostic testing, it was observed that the print was rubbed of the label of the meter. It was also observed that there were two dent spots on the back casing of the meter. During meter download, it was observed that the serial number of the meter is (B)(6). The returned meter was tested with retain strips of specified lot and passed blood testing. Meter will be returned to the manufacturer for further investigation. This follow-up report is delayed because the original MDR was submitted incorrectly, and we needed to wait for the FDA to delete the incorrect report to submit the corrected report. Please see the attached correspondence with the FDA for more information.

Event description:
Patient has had the premier compact for a year. The meter serial number is rubbed off. Patient stated they received a reading of 231. Because of this higher reading, the patient treated himself with insulin and then went too low and fainted and became unconscious. The paramedics were called. When the paramedics took a few readings, their meters read 20 when testing the patient indicating that his blood sugar was extremely low. Patient was treated by the paramedics who gave him glucose to get back to a stable level. Patient was not transferred to a hospital and felt better after being treated by the paramedics. Patient is concerned that the reading of 231 was most likely inaccurate and his blood sugar wasn't high at the time of that test, because he didn't have any symptoms and felt fine, but then treated himself inappropriately based on the reading of 231. Patient is now unsure if the readings he is receiving are accurate. Patient had tested with control solution a month ago and the reading was in range, but the caller no longer has control solution to test the meter again at this time. Replaced meter, strips, sent control solution and return label.

Manufacturer narrative:
Complaint products were not returned for evaluation. Retain strips of specified lot were tested with reference meter and passed testing with no failures detected. If either meter or strips is returned, arkray will evaluate the product and file a follow-up report.

Event description:
Patient has had the premier compact for a year. The meter serial number is rubbed off. Patient stated they received a reading of 231. Because of this higher reading, the patient treated himself with insulin and then went too low and fainted and became unconscious. The paramedics were called. When the paramedics took a few readings, their meters read 20 when testing the patient indicating that his blood sugar was extremely low. Patient was treated by the paramedics who gave him glucose to get back to a stable level. Patient was not transferred to a hospital and felt better after being treated by the paramedics. Patient is concerned that the reading of 231 was most likely inaccurate and his blood sugar wasn't high at the time of that test, because he didn't have any symptoms and felt fine, but then treated himself inappropriately based on the reading of 231. Patient is now unsure if the readings he is receiving are accurate. Patient had tested with control solution a month ago and the reading was in range, but the caller no longer has control solution to test the meter again at this time. Replaced meter, strips, sent control solution and return label.